Event description:
Legal counsel for the patient reported that patient underwent total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain, tissue/bone destruction and elevated metal ion levels. A review of invoice history confirmed both surgery dates and that the modular head and taper adapter were removed and replaced during the revision procedure on (B)(6) 2012. A review of invoice history also found that a revision procedure was performed (B)(6) 2009 to replace the acetabular cup and taper adapter due to unknown reasons. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the patient's revision operative notes indicates the revision procedure performed on (B)(6) 2012 was due to pain and elevated metal ion levels. The operative notes further indicate the presence of brown fluid with flecks of white and small lobulated masses. The head and taper adapter were removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of personal injury. Review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2009. A subsequent revision procedure was performed (B)(6) 2009 due to unknown reasons. The cup and adapter were removed and replaced. A second revision was performed on (B)(6) 2012 due to patient allegations of pain, tissue/bone destruction and elevated metal ion levels. The head and adapter were removed and replaced. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." And number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2012-02558 / 00256, 02570). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.